Manufacturer narrative:
(B)(4) b3: event date is the publication date of the article. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. G2: foreign - event occurred in turkey. Journal article citation: author, kutalmis albayrak, yakup alpay, ozgur ismail turk, muhammed mert, deniz akbulut and akif albayrak long-term clinical comparison of three different femoral stems in total hip arthroplasty with femoral shortening in patients with high-riding hips. J orthop surg res 20, 479 (2025) https://doi.org/10.1186/s13018-025-05889-8. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
A journal article was obtained on 05-mar-2026 that reported a retrospective study from finland. The purpose of the study was to determine whether different femoral stem designs lead to meaningful differences in clinical function, radiological healing, and long-term implant survival in patients undergoing total hip arthroplasty with transverse femoral shortening osteotomy for high-riding developmental hip dysplasia. The study reviewed 107 patients who underwent total hip arthroplasty with transverse femoral shortening osteotomy for high-riding developmental hip dysplasia between 2004 and 2014. The patients were divided into three groups according to the femoral stem type. There were 39 patients with proximal porous-coated tapered femoral stem in group 1 (summit tapered (depuy, warsaw, in), 31 patients with zweymuller type rectangular femoral stem in group 2 (sl-plus (smith & nephew, memphis, tn), and group 3 with 37 patients using cylindrical type femoral stem wagner cone prosthesis (zimmer warsaw, in). The study population of group 3 receiving wagner cone prosthesis age at time of surgery 44.2 ± 11.8 years (number of 3 males/ 34 females). Mean follow-up period was 172.8 months (range, 131 to 232 months). The article reported 8 patients within group 3 wagner cone prosthesis experienced stress shielding. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.